Event description:
The patient was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 75ml/hr. Only 700 ml had been delivered in 12 hours (should have been delivered in 9.33 hours). Patient's feeding order required feeding 75 ml/hr for 12 hours (900 ml), then bolus feed 100 ml at noon. Reporter stated the patient's weight had been farily stable over 4 consecutive weeks. But a weight loss of 9 lbs over the last 2 weeks was noted. Two pumps had been used on the same patient with the same results. There was no illness, injury or medical intervention resulting from the event. Note: the event date given above is approximate.